Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06908. It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
The reported aoto-reducing was confirmed. Microscopic inspection of the returned lead b identified all internal broken wires in the lead body that would cause impedance issues that will results in ineffective therapy/auto reducing.